Manufacturer narrative:
Three trocar assemblies were received and visually inspected. One sample was found conforming and two samples were found non-conforming with open valves. The conforming sample was then tested for leaking and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 8 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valves leaked during a procedure. The procedure was completed with no patient harm reported. Additional information has been requested but not received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves leaked during a procedure. The procedure was completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.